Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element plus, mr, ous 2.25 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged and bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulty was encountered. The target lesion was located in the moderately calcified left anterior descending artery. A 2.25x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. No further patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.